Manufacturer narrative:
Evaluation - results: 326 related to operational context (event appears most likely to be due to the operational use of the device). Deformation problem (tip). Conclusion: operational context contributed to event (event appears most likely to be due to the operational use of the device). (B)(4).

Event description:
Physician was attempting to treat a lesion in the arteria cruralis using a complete se device. There were no abnormalities noted during preparation and inspection of the device prior to use. The device reached the target lesion, however when an attempt was made to deploy the stent, it would not deploy. Lesion pre-dilation was not performed. Physician then used a new device to complete the procedure. No clinical sequelae were reported. Evaluation summary: the shaft was kinked 11.0cm distal to the strain relief. A 0.035¿ mandrel failed to advance through the inner lumen due to the kink. Inner lumen patency was confirmed distal and proximal to the kink. The handle and the retractable sheath could be moved freely on the device without any issue. The retractable sheath tip was slightly flared. The expanded stent was returned with the delivery system. There was no deformation evident to the stent. A number of segments at one end of the stent were more expanded than the other segments; when the stent was placed in a waterbath at 37 degrees c all segments expanded uniformly.